Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a lengthening procedure on (B)(6) 2020, the surgeon was final tightening the set screws, and noticed that the screwdriver shaft was starting to strip at the distal end tip. The case was completed with this screwdriver. Procedure was completed successfully with no delay. The patient was not impacted. This report is for an expedium final tightener x20. This is report 1 of 1 for (B)(4).